Manufacturer narrative:
Based on the information available, no patient injury occurred. Subsequent evaluation of the returned sample determined the guidewire was broken. As a result, this event is being reported based on its similarity to a previous submission. It should also be noted that the dimensional evaluation of the sample confirmed it was within specification. The evaluation of the returned sample was delayed due to covid-19.

Event description:
Guidewire frayed.